Event description:
A customer reported a hard plastic shreds coming from the yellow phaco/irrigation aspiration sleeve, laminar flow phaco tip. The the plastic shred entered a patient's eye, which was removed without issue. There was no harm to the patient, and the surgery concluded uneventfully.

Manufacturer narrative:
Section a2, a3a., a3b., a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the phaco tip is not implantable. Device. Section d6b: if explanted, give date: not applicable, as the phaco tip is not implantable. Device. Section e1: telephone number, (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, customer did not have no additional information. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section h4: device manufacture date: sep 3, 2024. Device evaluation: a photo analysis of an image provided by customer shows a phaco sleeve beside an ungloved finger tip with a piece of foreign material on it. It cannot be confirmed that the observed foreign material came from the phaco sleeve or tip from photo analysis. At the time of the investigation, product was not available for evaluation, therefore no testing could be performed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. No related deviation during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, it cannot be confirmed that the observed foreign material came from the phaco sleeve or tip from photo analysis. Therefore, product malfunction and deficiency cannot be confirmed. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.